Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned in two segments, however, the tip end was missing. Analysis indicated that was induced damage. As a result, the clinical observations were confirmed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was inserted into the same cephalic vein that the right ventricular (rv) lead had used. After the ra lead was inserted in the vein, the ra lead could not move forward or backward. The physician suspected it was a result of the small size of the vein and the tines on the ra lead. The physician pulled the ra lead with more strength and the tip portion of the lead broke inside the wein. The ra lead was removed, but a small portion of the lead remained inside the vein. A new ra lead was successfully positioned using the subclavian vein. No adverse patient effects were reported.